Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month post-operative CT showed uneven placement of the proximal aspect of the iliac limb stent grafts, resulting in a bilateral iliac limb occlusion. A tissue plasminogen re-intervention was performed followed by the placement of two stents successfully resolving the aortic occlusion. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.